Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the display screen had become very dim over the past month. The reporter stated that the screen was also discolored and difficult to read in a bright setting. The reporter also noted minor scratches on the screen, which has no effect on insulin delivery function. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Device evaluation: the device has been returned and evaluated by product analysis on 10/25/2013 with the following findings: the pump powered on with a clear and legible display screen. Investigation was not able to confirm or duplicate the complaint. This reported event does not meet animas' criteria of a reportable adverse event.